Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a procedure the patient experienced pacemaker-mediated tachycardia (pmt). The pmt led to a supra ventricular tachycardia that approached 140 beats per minute and the implantable pulse generator (ipg) went up to 140 beats per minute. Follow up done with the patient¿s clinic indicated that the device was reprogrammed in response to the pmt. The device remains in use. No further patient complications have been reported as a result of this event.